Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that air was entrapped in the catheter. An opticross hd was selected for use. During preparation, it was not possible to flush the catheter. The device was removed and replaced with another catheter to complete the procedure. There were no reported patient complications.